Event description:
Dealer stated that while the user was driving in the chair, the joystick was on his lap and he ran into a table and chair because the joystick got stuck. The joystick mounting bar was sheared then he started driving the chair with the joystick not attached to the chair. Additional information has been received reporting that the consumer was evaluated medically and treated. A bandage was placed on his arm.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 3gtqsp serial number/date code (B)(4) is approximately 4 years old. The owner's manual part number 1134791, rev. G., aug-07 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Additional information was received however, the consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. It has been learned that the joystick has been repaired. The original part was discarded and will not be returned. The malfunction has not been confirmed.